Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they had broken their neck in 7 places, had the ins implanted and the ins had only worked for maybe 2-3 months tops after being implanted. Pt said they had gone back and forth to the hcp to try and get the ins working for them and the hcp had told the pt to just shut the ins off. Pt said they started to have pain in their lower back where the ins was (had a big lump) to the point where they could not touch it and could barely walk because of the pain, therefore, the pt had the ins explanted 6 months ago (pt said lead was not taken out). Pt said when they had their ins put in, they requested the ins back but their doctor would not give it to them (pt said explanting hcp was dr. Kelly (fn unknown). Pt said their ins had now been removed for 6 months and they were still experiencing the pain at their ins site. Pt's hcp told them it was scar tissue. Pt said they still cannot touch the implant site. Pss reviewed to follow up with hcp for further assistance with implant site pain. Ins had not been sent back to mdt therefore, patient services (pss) sent email to reps to help assist pt with following up with hcp to get ins in pt's possession and ins site pain. Pss called pt back to provide them with this information and left pt a vm to call back as they did not answer. Pt mentioned they were a 6 ft man. Pt mentioned getting "morgan and morgan" involved but said they were a patient person. Pt said dr. Nelson put the ins and a dr. Kelly took the did the explant. The rep indicated that they would call the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they had broken their neck in 7 places, had the ins implanted and the ins had only worked for maybe 2-3 months tops after being implanted. Pt said they had gone back and forth to the hcp to try and get the ins working for them and the hcp had told the pt to just shut the ins off. Pt said they started to have pain in their lower back where the ins was (had a big lump) to the point where they could not touch it and could barely walk because of the pain, therefore, the pt had the ins explanted 6 months ago (pt said lead was not taken out). Pt said when they had their ins put in, they requested the ins back but their doctor would not give it to them (pt said explanting hcp was dr. (B)(6) (fn unknown). Pt said their ins had now been removed for 6 months and they were still experiencing the pain at their ins site. Pt's hcp told them it was scar tissue. Pt said they still cannot touch the implant site. Pss reviewed to follow up with hcp for further assistance with implant site pain. Ins had not been sent back to mdt therefore, patient services (pss) sent email to reps to help assist pt with following up with hcp to get ins in pt's possession and ins site pain. Pss called pt back to provide them with this information and left pt a vm to call back as they did not answer. Pt mentioned they were a 6 ft man. Pt mentioned getting "morgan and morgan" involved but said they were a patient person. Pt said dr. Nelson put the ins and a dr. Kelly took the did the explant. The rep indicated that they would call the patient.